Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 29/mar/2024 it was reported that this peritoneal dialysis (pd) patient passed away while doing a treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased by her daughter on (B)(6) 2024 while still connected to the liberty select cycler. It was unknown what phase and cycle of treatment the patient was in when the death occurred. The pdrn reported that the patient had several health issues (unspecified) which had continually declined since the beginning of the year. The patient¿s death was expected as a result of the declining health.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: long-term survival in end stage renal disease patients remains poor, with the overall survival for all dialysis patients [hemodialysis (hd) and pd] being only 11%. Cardiovascular disease accounts for most deaths in dialysis patients (approximately 50%). The cause of death had not been documented, but both the pdrn and patient¿s daughter stated there is no reason to believe the liberty select cycler or the patient¿s pd therapy caused or contributed to the patient¿s death. There were no reported issues with the cycler prior to the death. There is no allegation of a device malfunction or deficiency reported for the patient death. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 29/mar/2024 it was reported that this peritoneal dialysis (pd) patient passed away while doing a treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased by her daughter on (B)(6) 2024 while still connected to the liberty select cycler. It was unknown what phase and cycle of treatment the patient was in when the death occurred. The pdrn reported that the patient had several health issues (unspecified) which had continually declined since the beginning of the year. The patient¿s death was expected as a result of the declining health.

Event description:
On 29/mar/2024 it was reported that this peritoneal dialysis (pd) patient passed away while doing a treatment on the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased by her daughter on (B)(6) 2024 while still connected to the liberty select cycler. It was unknown what phase and cycle of treatment the patient was in when the death occurred. The pdrn reported that the patient had several health issues (unspecified) which had continually declined since the beginning of the year. The patient¿s death was expected as a result of the declining health.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.